Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that for the past 3 months the patient has been having issues with the handset and communicator. The patient stated that ¿they had to grab the pump and hold the handset close to the communicator and move it around a lot and it takes forever to administer a bolus¿. The agent walked the patient through clearing the data and the patient was able to connect to the implant, but they still had to grab the pump in order for the communicator to find the pump. The patient also stated that if they were outside and the handset gets hot it will not connect to the pump. The agent had the patient restart the handset. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement communicator.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unkown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unkown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.